Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was implanted therefore the device is not available for a physical evaluation and we couldn't get any additional information on the unknown product. This complaint is not confirmed. Without physically evaluating the device, a definite root cause cannot be determined. Furthermore, no lot number was supplied which precludes conducting a device history record (DHR) review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number are not available. Associated medwatch report number: 1221934-2018-55879.

Event description:
Additional information received from affiliate on 20 december 2018: it was noted it is unknown exactly when post-operatively the temperature was. There were no other symptoms.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate that a request from clinic about product rigifix curve cross pin and interferent screw milagro, produced by depuy mitek. Product was implanted in child in (B)(6) 2015 year and in the remote postoperative period, the patient's temperature began to rise unreasonably. To eliminate the body's reaction to the implant material the surgeon requests a certificate of quality.